Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00256. The patient was implanted with 4 leads (2 from lot ab1433 and 2 from lot ab1432) as part of his axium neurostimulator system. It was reported the patient ((B)(6)) felt he was not receiving adequate pain relief from his axium neurostimulator system. The patient's system was explanted and replaced with another manufacturer's system.